Event description:
Patient's respirations became labored, color dusky, sa02 decreased to 80%. It was then discovered that one pin of oxygen flow meter became disengaged from wall outlet. Patient manually bagged with 100% oxygen. Patient suctioned. Sa02 increased to 95%. Oxygen then given via trach mask at 50%. Sa02 down to 92%. Respirations labored. Bagged again with 100% oxygen. Patient placed on ventilator - stabilized. New oxygen outlet used.